Manufacturer narrative:
Unit was received with currents in specification. Compromised force sensor system alarm during prime/compromised force sensor system test due to faulty force sensor resistor. Minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip were noted. Unable to perform the excessive no delivery alarm due to compromised force sensor system alarm anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.